Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead was explanted and replaced for unspecified issue. Patient status was not reported.

Manufacturer narrative:
The reported event was "explanted and replaced for unspecified issue". A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.